Event description:
A coronary stent with delivery system was successfully advanced to an unspecified coronary artery. During inflation of the balloon catheter, the balloon leaked at 8 atms. The sds was withdrawn from the pt without complication. The stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to this event.